Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited occasional spikes of high out-of-range pace impedance measurements greater than 3,000 ohms. There was no evidence of any lead noise. Technical services (ts) discussed troubleshooting options. The patient was scheduled for a clinic visit on the day of the report, however the field representative noted that the physician was not concerned at this time and would likely continue monitoring the situation. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited occasional spikes of high out-of-range pace impedance measurements greater than 3,000 ohms. There was no evidence of any lead noise. Technical services (ts) discussed troubleshooting options. The patient was scheduled for a clinic visit on the day of the report, however the field representative noted that the physicina was not concerned at this time and would likely continue monitoring the situation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.